Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Infusion set was used for 12 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-10598), was submitted on 13-jun-2025. Based on the description, it was found that the patient was using expired reservoir which led to insulin flow block. So therefore the malfunction code has been changed to no malfunction based on complaint information. So the case is thereby downgraded to non-reportable. Thus, this MDR is being submitted to retract the initial MDR.